Manufacturer narrative:
At this time, no conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the mesh implant may have caused or contributed to the patients alleged reaction. The physician has requested and been provided with a mesh sample for reactivity testing. To date, the testing has not been completed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 168 units released for distribution in december, 2017 if/when the test results are provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with ventralight st mesh. As reported the patient developed hives soon after the surgery. The hives start on her abdomen near the area of the mesh, but are showing up all over her body. The patient received antihistamines from her pcp, but this did not help. The physician has requested a sample for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with ventralight st mesh. As reported the patient developed hives soon after the surgery. The hives start on her abdomen near the area of the mesh, but are showing up all over her body. The patient received antihistamines from her pcp, but this did not help. The physician has requested a sample for reactivity testing. Addendum: 11/15/2018 - results of the reactivity testing provided. As reported the results were negative for an allergic response to the mesh.